Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a right total hip that is about (B)(6) years old. The liner is worn. The stem is an aml stem, but it is unknown what the cup is. It looked to be a 3-spike trilock cup and acs liner. This is not what it was. Since we did not have liners to fit this cup, the surgeon cemented a pinnacle liner into the existing shell. The shell and stem are well fixed and retained. There was no metalosis on the trunion or head. Doi: unknown - dor: (B)(6) 2021 (right hip).